Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: none, serial# (B)(4), implanted: (B)(6) 2021, explanted: none, product type: lead. Product ID: 977a260, lot# none, serial# (B)(4), implanted: (B)(6) 2021, explanted: none, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had visit with implanting/follow up physician and requested that device be explained it. Physician inquired if device was working and according to md, she stated 100% relief, however battery location was uncomfortable. Physician offered to relocate battery for improve comfort, the patient declined, physician consented to remove. Explant scheduled for (B)(6) 2021. If battery is removed, leads will be removed as well as part of the system. Hcp had no further information.